Event description:
A female with history of cancer who had a port placed in 2008. Port seemed to be functioning well until falling at home recently. Noticed or complained of redness, swelling near her port. Return visit to surgeon 3 weeks later. Port site still tender with exposure on left side, therefore ,she was taken to surgery in 2009 for removal and replacement of port. She tolerated that well.